Manufacturer narrative:
The customer's email was responded to with information for purchasing a replacement power supply and with instructions to contact medela llc via phone. The customer has not responded to multiple attempts to contact her to follow up on her report. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for (B)(4). A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2017, the customer alleged via email to medela llc that the housing on the power supply for her pump in style breast pump had detached, exposing the wires and she could completely see inside.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.